Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The reported customer complaint is a known issue and has been addressed in CAPA (B)(4). Additionally, the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Information has been added to the database for trending purposes.